Event description:
It was reported that during a percutaneous coronary intervention procedure catheter removal difficulties occurred. The 75% stenosed lesion was located in the moderately tortuous and non-calcified mid right coronary artery. The lesion was pre-dilated and a 3.0mm x 30mm non-bsc stent was deployed. Next, the physician advanced the 12mm x 3.25mm nc quantum apex balloon catheter to post-dilate the stent. The quantum apex was inflated once to 12 atms, 18 atms, 20 atms and 24 atms. Each inflation time was 20 seconds. When the physician attempted to withdraw the quantum apex balloon from the stent, severe resistance was noted between the guide wire and the quantum apex. It is unknown if the quantum apex adhered to the guide wire. The physician used force to remove the quantum apex through the sheath and out of the patient to complete the procedure. No damage to the quantum apex was noted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).